Event description:
On (B)(6) 2013, it was reported that the vns patient has been feeling erratic stimulation that started about three weeks ago around (B)(6) 2013. There have not been any recent changes in parameter settings or medications. There also has not been any recent trauma or patient manipulation of the device. Diagnostics showed the device to be functioning properly. The patient was referred for generator replacement. A battery life calculation was performed which showed 4.62 years remaining until eri=yes. It was reported that the patient underwent generator replacement on (B)(6) 2013, for prophylactic reasons. It was reported that the generator would be returned to the manufacturer for product analysis but it has not been received to date.

Manufacturer narrative:
.

Event description:
Additional information was received on (B)(6) 2013 when the explanted generator was returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications; there were no anomalies found with the pulse generator.

Event description:
The patient reported that she had experienced syncope episodes with the device and that the generator had been at end of service. The patient indicated that these syncope episodes also occurred when her packemaker died too; she also has a right sided pacemaker implanted.

Event description:
Additional information was received from the neurologist that the patient's syncope could be related to complaint of frequent discharges from vns device. The patient was referred for generator replacement because of the syncope. No diagnostic test results or settings were provided. It is unknown if there were any other causal or contributory programming changes, medication changes, or other external factors precede the onset of the syncope.